Manufacturer narrative:
Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the depleted battery pack. Once a new battery was installed and a manual self test performed the AED functioned as designed and was able stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.